Event description:
It was reported that shaft break occurred. A 2.50 x 28 synergy ii drug eluting coronary stent system was advanced, however, during the stent insertion to the guide catheter the stent shaft broke. No patient complications or issues that he is aware of at this time.

Manufacturer narrative:
E1 initial reporter title updated. E1 initial reporter first name corrected. E1 initial reporter last name corrected.

Event description:
It was reported that shaft break occurred. A 2.50 x 28 synergy ii drug eluting coronary stent system was advanced, however, during the stent insertion to the guide catheter the stent shaft broke. No patient complications or issues that he is aware of at this time. It was further reported that the lesion appeared to be calcified and somewhat tortuous. The device was completely removed by just pulling back on the guidewire and the procedure was completed with another of the same device.